Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user was unable to reconcile patients while creating temporary patients at stations due to missing patient data. A technical support specialist (tss) identified that patient records were not completing with a05 messages from the registration team. It was also found that patients were being admitted and discharged with identical timestamps, conflicting with device discharge delay settings. Tss advised the customer to contact the registration team to ensure proper a05 message handling and to review timestamp practices. The issue was explained in detail, highlighting its impact on device visibility. The customer agreed to follow up with the registration team to address both concerns. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had patient account not appearing from device screen. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.